Event description:
It was reported the patient stopped incorrectly and her ipg moved. The patient further reported the ipg is extremely close to her skin, which is causing discomfort at the ipg site. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.